Event description:
ECMO coordinator walked into patient room in evening. Perfusionist was at bedside, in addition to two cvicu rns. ECMO circuit at this time was operating appropriately. However, perfusionist and bedside rn informed ECMO coordinator that an air entrainment event had occurred minutes before in regards to the patient's right subclavian 32 fr crescent cannula. Approximately 10 minutes prior, two bedside registered nurses contacted perfusion for assist in a patient clean/bathing/sheet exchange. Patient was log rolled, and a gross amount of air was pulled into venous cannula. A note in patient's chart was entered by perfusionist. In summary, ECMO had to be clamped in order to draw majority of air out of circuit before it could reach the patient. Patient spo2 desaturated to the upper 80s. Afterwards, flows were resumed without harm to the patient.